Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had a broken tip was confirmed. An assessment was performed and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicates that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that a burr device broke while opening a pilot hole. It was reported that an identical spare burr device was used and this burr device also broke. It was reported that the devices were being used with a hand control device and an attachment device. It was not reported if there was a delay in the procedure due to the event. It was not reported if another spare device was available for use. It was reported that the procedure was successfully completed. It was reported that no pieces of the device were left in the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.